Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and then it was low. The customer reported that her daughter was wearing the pump. The customer currently was changing out the infusion set. The customer also gave manual injection. Mother stated that the customer has been doing this a lot, she ignores the low reservoir alarm and wait to change her reservoir. Mother stated the issue started about a year ago but mother wanted to use today's date as incident date and her blood glucose was around 477mg/dl. Previously customer had blood glucose really high in the 400mg/dl range and then she treated with manual and then went down to 43mg/dl and then back up to two hundred something. The customer was hospitalized on (B)(6) 2017 with high blood glucose in 400mg/dl range. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.